Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case at display window corners, minor scratched lcd window, missing end cap sticker.

Event description:
It was reported that a prime rewind alarm was received on the insulin pump and insulin was squirting out of it during the rewind/prime sequence. The patient's blood glucose was 207mg/dl. Troubleshooting was performed. A normal bolus was programmed into the air and the bolus amount was not recorded in the bolus history. Insulin was reportedly squirting out and the insulin pump was stuckin athe rewind/prime sequence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).